Event description:
The international distributor ((B)(4)) reported an issue reported to them from their customer with an issue encountered with the mps delivery set during use. The report stated "the green tab of the stopcock was over rotated to the unusual position." The report also stated that when the clinical staff attempted to inject additive agent into additive cassette, the additive agent injected to the patient accidentally because the green tab of the stopcock was located in an opposite position. The report stated the clinical staff possibly confirm the direction of green tab carefully. As a result of the alleged issue, the clinical staff attempted to washout the additive agent which injected the patient body with using 2,000 ml of blood (blood and potassium). There were no patient complications reported as a result of the alleged issue. The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual examination of the returned device found that the clear plastic of the housing that stops the stopcock handle had damage as if forceful pressure had been applied, causing the handle to rotate past the normal stop position. The alleged issue was caused by over-rotation of the stopcock handle. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.